Event description:
On 10/26/94 an ipp device was implanted. On 1/28/97, pt reported his new dr mentioned that he may need a windsock procedure, that pt has "very weak tunica." Pt also said that his dr told him that one of his cylinders has an aneurysm; that it has lost fluid and that's why it won't inflate "correctly". Info received on 2/13/97 indicates the entire device was removed from the pt and another device implanted due to left cylinder aneurysm, ruptured. Add'l lot/ser#: ab518 003.